Event description:
The customer alleged that the handpiece overheated and caused a burn to the patient. A prescription for an antibiotic and a prescription for pain medication was given to the patient.